Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas on behalf of her daughter (the patient) alleging that keypad ok button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding ok key was not duplicated: all keys tested and were responsive. The keypad was removed for investigation and contamination was found under up/down/contrast/ok key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.